Event description:
A hospital in (B)(6) reported via our distributor that the audible alarms on the mr850 respiratory humidifier are not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint humidifier was returned to fisher & paykel healthcare's regional office and service center in japan for evaluation. The complaint humidifier was performance tested. Results: the audible alarms on the mr850 did not function during testing, confirming the reported fault, however, all visual alarms functioned properly. Investigation identified damage to a pcb component, buzzer, which sounds the humidifier's audible alarms. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the broken pcb component prevented the audible alarm from sounding. The visual alarms on the mr850 were still fully functional. Our mr850 product technical manual contains a maintenance schedule which instructs the user to conduct annual visual checking and performance testing of the mr850 heater base. In addition the product technical manual also states that "all servicing procedures should be followed by a humidifier test, and an electrical safety test to ensure proper operation". The complaint device has since been repaired and returned to service at the hospital after passing all performance checks.